Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump got a blank display. The blood glucose level was 180 mg/dl. Customer stated that display did not return after the insulin pump restart. The product will return for the analysis.

Manufacturer narrative:
The device powered up properly after battery installation. The device received with operating currents within specification. The device passed self test and displacement test. The device was monitored and no blank display anomalies noted.